Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of her target urinary symptoms today and she was peeing more. The patient stated that she raised the amplitude yesterday from 1.5v to 2.0v because she was wanting to feel stimulation again. It was noted that the patient elected to lower amplitude back to its last effective setting of 1.5v and the patient would contact their health care professional for guidance if her symptoms are not controlled in the next week or so. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient hasn't followed up with her health care professional yet and she wanted to try increasing stimulation. The patient increased from 1.5v to 2.5v and reported feeling stimulation. There were no further symptoms or complications reported or anticipated.